Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The vascular access site was radial. The lesion was located in a moderately tortuous and severely calcified left main artery. The nc quantum apex mr 8 mm x 5.00 mm was used for post dilating a non bsc stent. On the first inflation the balloon ruptured at twelve atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).